Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xepedient system and its components were implanted in patient for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology was unknown and the aortic neck anatomy was reported to be diseased with a posterior bulge. The patient had a history of severe iliac occlusive disease and renal insufficiency with 95% left renal artery stenosis. The physician elected to return at a later date for treatment of the left renal artery stenosis. It was reported that after bilateral dilating of the iliac landing zones with a 10 mm balloon, evidence of some dissection was noted on the right side, which was treated by placement of a 16 mm extension cuff, and gentle dilatation with 10 mm and 12 mm balloons. An angiogram at the end of the procedure demonstrated a widely patent iliac limb and no evidence of any endoleak. No clinical sequelae were reported and the pt left the operating room in good condition. In 2003, the pt was noted to have seromas in both groins, which was successfully treated. In 2003 the pt returned for treatment of their left renal artery stenosis. The origin of the artery was balloon dilated with a 4 mm balloon and a stent was implanted. In 2003 the pt presented with a ruptured aneurysm and a large retroperitoneal hematoma was identified. The pt was emergently sent to surgery. The abdomen was entered and a clamp was placed on the aortic neck, which improved the blood pressure. Proximally the stent graft did not appear to be well incorporated and the physician reported no gross defects in the stent graft. The stent graft was removed except for a portion of an extension limb. It was reported that the stent graft was intact and the physician speculated that there may have been a proximal endoleak, which may have allowed rupture of the aneurysm. A hemashield graft was placed and sewn in and the pt was taken to the intensive care unit in critical condition. The explanted stent graft was received by medtronic and its analysis is pending. It was reported that the pt expired two days later.